Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received erratic glucose readings with the abbott diabetes care (adc) device. Th customer reported that due to erratic readings, they consumed chocolate and reported not feeling sick. The customer then reported that they consumed 50 units of short acting insulin (type unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.